Event description:
It was reported that the customer experienced a malfunction related to a momentary power loss to the vibrator motor, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it stayed below 500 mg/dl. The customer did not reset the pump for this malfunction, although they reported at least three occurrences. In response, technical support decided to replace the pump, ensuring the replacement has updated software. The customer, who was not canadian, would use multiple daily injections as backup therapy and was guided on returning the faulty pump to tandem. Tracking for the new pump shipment was confirmed, and instructions for managing the new pump and returning the old one were provided and acknowledged by the customer.